Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer after the patient¿s death due to unknown cause. Subsequently, the leads tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.